Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after an hour the unit displayed that it is not reading in the down position; it displayed it is up and alarms. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found old float switch that is cracked, old style printed circuit board (pcb), potentiometer adjustment for the display is bent, top socket worn. Functional testing was unable to duplicate customer reported problem. Found the top socket worn and may have contributed to customer's problem. Replaced top socket assembly as a preventative measure. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: model number.